Event description:
It was reported that patient lost therapeutic effect while implantable neurostimulator (ins) was turned on. Symptoms were increased baseline pain and nausea. There was no known accident or incident related to the symptoms. Change in therapy effect took place about 4 to 5 days before this report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer.